Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint reported via phone: tips sheared off in screw head. Tips remained in screw. Screws were removed, discarded and replaced. Half hour delay. No adverse consequence to patient.

Manufacturer narrative:
(B)(4). Two (2) expedium si quick-connect polyaxial screwdrivers [product code: 2797-12-400] were returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the fractures were located at the driver¿s distal tips. The fractured tips were not provided for analysis. The fracture analysis suggests that both drivers underwent quasi-static overload torsional shear failures starting at the hex lobes and extending to the shafts¿ centers the potential fracture termination sites. No material defects or other abnormalities were observed in this analysis. In addition to fracture analysis, a hardness test was performed on the part. The results from the hardness test showed that the average was within the specified hardness range. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause cannot be determined. However, the fracture analysis suggests that both drivers underwent quasi-static overload torsional shear failures starting at the hex lobes and extending to the shafts¿ centers the potential fracture termination sites. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.